Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during surgery, the opus speedscrew implants got stuck not allowing the sutures to pass through. It is unknown if there was a back-up device available and if a delay occurred. No other consequences were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that incorrect suture loading and excessive tensioning can result in non-deployment of implant. A review of risk management files found that the reported failure was documented appropriately. Customer has sent images of two devices deployed and packaging. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.